Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "this implant was not an explanted unit. It was damaged by an instrument during surgery." Device has been explanted and replaced.

Manufacturer narrative:
Unreporting the code a0412 as the implant was not an explanted unit as it was damaged by an instrument during surgery. The event was not device related. Additional, changed, and/or corrected data: a5, a6, b5, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.